Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and three months post filter deployment, a computed tomography of abdomen without contrast study was performed which showed inferior vena cava filter was seen in good position. But the lower legs have eroded through the inferior vena cava about 5 mm each. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately eight years and three months post filter deployment, it was alleged that the lower legs of the filter had perforated through the inferior vena cava about five millimeters each. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.